Event description:
It was reported that 162 days after implantation of a 3.0x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery (rca). A pre-intervention stenosis was not reported. It was not reported that the lesion was pre-dilated. A 3.0x24 mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis was not reported. It was reported that the "pt tolerated the procedure well." The pt presented 162 days after the initial procedure with angina, an abnormal stress test and in-stent restenosis. A pre-intervention stenosis was not reported. It was reported that a 3mm balloon was used to predilate the lesion. Subsequently, a 3.0x24 mm taxus drug eluting stent was deployed in the region of the lesion. The lesion was post-dilated in the region of the lesion. The lesion was post-dilated with a 3.25x15 mm noncompliant balloon. A post-procedure residual stenosis was not reported. It was reported that the "pt tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.